Manufacturer narrative:
The customer was asked to send the AED to cardiac science for investigation, but the device has not been returned yet. The customer didn't save the pads used in the rescue. The customer was sent a replacement device.

Event description:
During a rescue, the user applied the AED to the pt and the AED repeatedly directed the user to check pads. The AED continued to prompt the user to check pads after the user checked the connection between the AED and pads. A second set of pads was placed on the pt and the AED continued to prompt the user to check pads. CPR compressions continued until ems arrived. Ems connected their AED to the pt, confirmed asystole, loaded the pt in an ambulance, and continued treatment. The pt didn't survive.